Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ¿front panel led started to blink a few minutes later the scope was disconnected from the socket¿ occurred due to faulty scope socket (output connector). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, the device was experiencing intermittent insufflation. Additionally, a faulty scope socket was causing the front panel display to flash intermittently during use. There was also a non-olympus lamp installed in the device and providing a lamp meter reading of 100+ hours. Mild cosmetic damage was also found on the front panel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing intermittent insufflation issues during a diagnostic colonoscopy procedure. According to the initial reporter, the subject device was inspected prior to use with no abnormalities noted. Reportedly, the procedure was able to be completed using the subject device. During the device evaluation, it was discovered that the front panel display was flashing intermittently. This report is being submitted to capture the flash display discovered during the device evaluation.